Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient¿s previous implantable neurostimulator (ins) was sticking out a quarter of an inch. The patient also mentioned that they had lost 25 pounds. It was noted that the patient had their ins replaced because of the issue. It was unknown when the issue occurred. No further complications were reported or anticipated. Indication for use is spinal pain.

Event description:
Additional information was received from the patient. The reason for call was patient reported that first implant ( nkf709345h) was located in hip but then patient lost a bunch of weight so implant was rubbing on hip so badly that it was removed on (B)(6) 2016 and replaced with implant ( nmb706441h), implant was placed in middle of butt. Patient said where they stitched up the incision there was a nasty indented scar and where they stitched up the incision area patient gets phantom pain in that spot once in a while. Troubleshooting was unable to be performed as patient no longer has hcp. The patient was redirected to their healthcare provider to further address the issue. To address medical issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2018 regarding the patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient had lost 20 pounds and the implantable neurostimulator was sticking out and rubbing on her hip. The implantable neurostimulator also was not holding a charge like it used to. The implantable neurostimulator was replaced in 2016 to resolve these issues. The patient still feels a lot of phantom pain in her hip, so she thinks that the nerve was affected. There were no further complications reported or anticipated.